Event description:
It was reported that upon anchoring the anchor onto the bone, the surgeon tried to give a light tug on the suture that comes together with anchor to ensure the anchor did anchor well onto the bone. However while surgeon did this, the sutures gotten dislodged from the anchor. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that upon anchoring the anchor onto the bone, the surgeon tried to give a light tug on the suture that comes together with anchor to ensure the anchor did anchor well onto the bone. However while surgeon did this, the sutures gotten dislodged from the anchor. The anchor was left secured inside the patient. A backup device was used and a new hole was made to complete the surgery. No significant delay or patient injury reported.